Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, the device was used at an angle, then a broken sound was heard. When the device was taken out of the cavity, the tip of the curved part of the device was noted to be chipped. The fallen pieces were retrieved, but some pieces might remain in cavity. Another device was used to complete the procedure.